Manufacturer narrative:
The device was returned for analysis. The unspecified failure mode was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed as a similarity could not be determined. The investigation was unable to determine a conclusive cause for the unspecified failure mode; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained:the returned device analysis noted that the prostyle device was received in the pre-deployed position. Follow-up confirmed that the correct prostyle device was returned and the initially reported failure mode [plunger removed / no suture present] was incorrect; however, the physician could not recall the correct failure mode as this procedure occurred several weeks ago. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a neuro interventional aneurysm procedure via a 6f sheath. Reportedly after the plunger was removed, there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.